Event description:
It was reported that during cleaning conducted at the user facility a piece of the device broke off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that a piece feel off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during cleaning conducted at the user facility a piece of the device broke off. No patient involvement or procedural delays were reported with this event.